Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump had a blank display and would not turn on after he changed the battery. The customer's blood glucose level was 267 mg/dl. The customer's insulin pump turned back on after he adjusted the battery cap. Standard troubleshooting was performed. The customer was sent a replacement battery cap. The product is not being returned. Nothing further was reported.